Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the buttons were intermittently unresponsive and the buttons required multiple presses to elicit a response. There was no visible damage to the keypad but the symbols were worn. Evaluation revealed contamination under all key contacts. The battery compartment was found to be cracked. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. Device history record review was conducted on 03/11/2013 with the following findings.